Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose exceeded 500 mg/dl while wearing the pod between 4 and 24 hours. The patient "felt sick," was subsequently taken to the emergency room, and treated with administration of fast acting insulin. It should be noted that patient had difficulty during the activation process and noted it was "hard to fill the pod." The pod had emitted an occlusion alarm at some point during this event, however, it's unclear as to the point in time. No further information is available.